Manufacturer narrative:
The received device had the cannula assembly not deployed. The formed needle of the received device was visible in the exposed portion of the soft cannula, but retracted after opening the device. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to retract as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract after pod activation while wearing the pod less than an hour, indicating a needle mechanism failure.